Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 9/25/2018 and 1/21/2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (model pcb00) was explanted from the patient¿s left eye because of decreased visual acuity. Reportedly, a lens from another manufacturer was used as a replacement. There was no incision enlargement, no vitrectomy and no sutures required. The patient was reported doing well post-op. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 3/8/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. A visual inspection was performed. The lens was cut in 4 pieces. The haptics looks complete and in good conditions. Some viscoelastic residues were observed in the lens surface. Due, the condition of an explanted lens, the complaint issue could not be verified. However, no product deficiency can be determining. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no additional complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.